Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)-2014 which refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) implanted. Patient complained of abdominal pain and demanded removal. On (B)(6) 2014 the physician performed laparotomy and removed and essure device from the right side and a filshe clip from the left side. No essure device was on the left side. Physician stated that there was no sign of perforation with the essure device. It was successfully removed. Physician performed partial salp on each side for future pbc (interpreted as permanent birth control). No other treatment or issues reported. Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number us (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) implanted and experienced abdominal pain and no essure device was on the left side. Abdominal pain and no essure device was on the left side (interpreted as device dislocation) are serious due to medical importance and listed for essure according to the reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, the physician stated that there was no sign of perforation with essure device. It was not reported the exact location of left side essure. Temporal relationship between essure insertion and the occurrence of the events were not reported. An alternate explanation is not available. Based on the information received, a causal relationship between the reported events and suspect insert cannot be excluded. This case was regarded as incident since the patient underwent a laparotomy. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Further information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up from 08-apr-2015: the required numbers of follow up attempts was completed, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) implanted and experienced abdominal pain and no essure device was on the left side. Abdominal pain and no essure device was on the left side (interpreted as device dislocation) are serious due to medical importance and listed for essure according to the reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, the physician stated that there was no sign of perforation with essure device. It was not reported the exact location of left side essure. Temporal relationship between essure insertion and the occurrence of the events were not reported. An alternate explanation is not available. Based on the information received, a causal relationship between the reported events and suspect insert cannot be excluded. This case was regarded as incident since the patient underwent a laparotomy. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. No further information could be obtained.